Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported by the user site that during a brevera breast biopsy procedure on (B)(6) 2025, "driver error occurred during vab procedure, equipment could not be used. On examination of the probe used the staff involved noted that there was a small fragment of plastic and what looked to be wire coming out of the probe aperture." No patient or user harm was reported. No further information is currently available.